Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "perioperative: intraoperative fracture of the glenoid. Due to large cysts the patient had in her glenoid, when it was being reamed it fractured anteriorly and inferiorly involving about 30% of the glenoid. It did not impact fixation at all."